Event description:
This case was reported by a consumer and described the occurrence of brain mass in a female patient who received double salt dental adhesive cream (super poligrip free denture adhesive cream) for an unk drug indication. A physician or other health care professional has not verified this report. In 2007, the patient started double salt dental adhesive cream (dental). At an unk time after starting double salt dental adhesive cream, the patient experienced brain mass, numbness and dragging of leg. The patient reported that her arm and right side are numb, she can't feel her fingers and shoulders, she drags her right leg, and she has "some kind of white mass" on her brain. She stated that she believes that the product still has zinc in it, and because of this, she has been experiencing these issues for a year now. She also reported that she started using super poligrip in 2007, and was advised that the zinc was removed from the product in 2006. This case was assessed as medically serious by gsk. Treatment with double salt dental adhesive cream was continued. At the time of reporting, the events were unresolved.

Manufacturer narrative:
Super poligrip free denture adhesive cream is manufactured in (B)(4). The product and lot number for this product are not available. (B)(4).